Manufacturer narrative:
The pt effect of dissection, as noted in the rx voyager instructions for use (IFU) is a known adverse event associated with coronary angioplasty and is not necessarily an indication of a product quality deficiency. Dissection is also addressed in the no-fault fisk assessment as a potential post-procedure complication. Dissections can be influenced by factors including, but not limited to, device size selection, lesion characteristics, or procedural technique. In this case, there was no report of any product malfunction identified during the procedure, and the dissection was successfully treated with placement of a stent implant.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: dissection requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2009, prior to stenting of the rpda, there was a dissection noted in the pda branch after inflation of a voyager balloon which resolved with bailout stenting. The pt was discharged three days later, after a prolonged hospital stay not related to the study device. There is no additional info available.